Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-03914 / 03917).

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2010 and left total knee arthroplasty on (B)(6) 2011. Subsequently, patient experienced restless leg syndrome which surgeon believes may be related to cobalt-chromium leaking into system. The patient is not planning to revise the implants.